Manufacturer narrative:
The complaint device, used in treatment, was returned for investigation and the reported failure mode could be confirmed upon visual inspection. One tip of the complaint device was found fractured at the rim. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A review of the batch record revealed no deviations from the standard manufacturing process. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. No prior escalation actions are related to the reported issue. Based on the performed investigations, the reported failure mode could be confirmed. A relationship between the reported event and the device can be confirmed. The reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics (B)(4)" ((B)(4)), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. This investigation is considered closed. The complaint device will be discarded.

Event description:
It was reported that the polarcup trial insert nav 22/47 is fractured. As this was noticed upon field inspection, there was not patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.